Event description:
It was reported that when the stent delivery system (sds) was inserted and inflated at the target lesion in the eccentric left anterior descending artery, it was noted that the stent was no longer on the sds. The stent was found on the back table halfway inside the yellow sheath. It was surmised that the stent had dislodged from the sds before use in the body, during preparation and removal of the stylet from the sds. There was no adverse patient effect. Another xience was used to complete the procedure without further incident. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to inspect the device prior to use. The stent implant was returned for evaluation. The reported stent dislodgement was confirmed. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the xience v/xience nano everolimus eluting coronary stent system instructions for use (IFU) states: prior to use, inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no indication of a product deficiency.